Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the unit failed the rotor error alarm test; for each trial, the device would issue an error more than 30 seconds after the tubing was removed from the rotor, failing the rotor error alarm test. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon failure analysis on (B)(6) 2017 the investigator found the unit failed the rotor error alarm test; alarm took over 30 seconds.